Event description:
It was observed that during the device evaluation, the camera head exhibited a sticky cable unit, poor water tightness, noise, and no image. There was no patient involvement.

Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. The image quality had noise and no image due to a cracked cable unit and poor water tightness. The connector pin was damaged and the cable unit was sticky. The probable cause of the identified failures was traced to component failure, without any design or manufacturing issue noted. A DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.